Event description:
It has been reported to philips that the system was not starting up. No harm has been reported to philips. The system was not in clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions found that the system interface board (sib) was defective. To resolve the issue, the field service engineer (fse) replaced the sib box. After the sib box was replaced and the software was restored, the system was returned to use in good working order. The codes were updated based on the investigation outcome.